Event description:
Baxter (B)(4) received a report that an infusor had a cracked coil cap. This potentially caused a breach in the sterile fluid pathway of the device. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. A batch review could not be performed as the lot number was unknown. This product is not distributed in the us and does not have a 510(k) number.